Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced bacterial peritonitis manifested by fever, abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin (intravenous, dose and frequency were not reported) for peritonitis. Five days after the event onset, the patient was discharged from the hospital and treatment with ip vancomycin was discontinued however, the patient's prescription was changed to vancomycin (2gm, intraperitoneal, ongoing, frequency was not reported) for peritonitis. At the time of this report, the patient has recovered from fever, cloudy effluent and abdominal pain and was recovering from peritonitis. Pd therapy was ongoing. No additional is available.